Event description:
The patient had a severe reperfusion hemorrhage that occurred during stroke treatment. The information was reported by the hospital via fax of a start study adverse event log. The information provided so far indicates that there is an uncertain relationship between the reperfusion hemorrhage and the penumbra system and a definite relationship to the angiographic procedure. The event was noted as having resolved following remedial therapy, but no other information was provided. An attempt was made to gather additional information but has so far been unsuccessful. Additional information is expected in january 2010.

Manufacturer narrative:
Due to 30-day reportability deadline, it was decided that this incident should be reported with the information available at this time. Additional information from the hospital is expected and will be communicated in a follow-up MDR.